Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited burn marks observed on the tip metal section and the tip cover was scorched. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to the use of the high-frequency instrument without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.